Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 2 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leak was observed from "the weld at the bottom of the bag from the edge of to the port was not completely welded or holding liquid". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 15, 2020 - january 16, 2020. Correction for b5: it was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had defects (previously reported that two (2) bags were leaking). Two (2) bags were leaking from the bottom of the bag from the edge of to the port and three (3) unused bags were identified with same incomplete weld prior to compounding. H10: three (3) actual samples and two (2) companion samples were received for evaluation. Unaided visual inspection was performed which observed an incomplete seal at the lower right and left sides of the bag located at the shoulder port weld of all samples. Functional testing was performed which revealed a leak on the affected locations. The reported condition was verified. The cause of the condition was due to a variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.